Manufacturer narrative:
Additional information received: all broken files were broken in the root canal and could not be retrieved. No further treatment is necessary. No injury. Investigation: involved products broken during use were not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1865767). The four unused waveone gold primary files 25mm which were returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified this is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4582 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 3165 health effect - impact code - 2199 this is a follow up report to correct this code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that wave one gold primary 6-file ster 25mm file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.